Event description:
Patient had traxi placed to retract panniculus away from incisional area. Left in place after surgery for 12 hours, 27 minutes. When removed, blisters noted on patient abdomen at perimeter of where traxi was in place.